Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 3. The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to test. Customer was asleep when he went into hypoglycemia and a reading of 1.8 mmol/l (32.4 mg/dl) was obtained on the competitor brand meter by his wife. Ambulance was called and the customer was treated with glycogen injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on extended investigation. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to test. Customer was asleep when he went into hypoglycemia and a reading of 1.8 mmol/l (32.4 mg/dl) was obtained on the competitor brand meter by his wife. Ambulance was called and the customer was treated with glycogen injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to test. Customer was asleep when he went into hypoglycemia and a reading of 1.8 mmol/l (32.4 mg/dl) was obtained on the competitor brand meter by his wife. Ambulance was called and the customer was treated with glycogen injection. There was no report of death or permanent impairment associated with this event.